Event description:
Crna noted epidural catheter missing tip following removal. Tip thought to be superficial, under the skin. Removal undertaken following conscious sedation and pt subsequently discharged. Physician discarded catheter. Tip in surgical pathology. Tip only is available for evaluation.